Event description:
Patient presented to the physician with speech difficulty, migraine headaches, and pain. Physician prescribed pain medication and referred the patient to a neurologist. Patient presented back to the physician with improvement.